Event description:
CPAP apnea hoses are toxic and emit harmful chemicals when used. I have used these hoses for 12 years and been very ill and did not realize that these hoses are toxic. Breathing problems and phlegm and coughing. My doctor gave me a environmental pollutant urine test and found several high dose toxic chemicals in my urine. These chemicals are 2-methylhippuratre, phenylglyoxylate, alpha-hydroxyisobutyrate. I notified resmed the manufacturer and seller of the hoses, they did not want to see the urine test or take action to correct the problem. Thousands of people using these hoses are being slowly poisoned with toxic fumes that use CPAP machines. I have found one manufacture that does not use toxic chemicals, I used it, and all my breathing and coughing problems are gone; 90 degree heated CPAP hose for air 10 CPAP machine.